Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The complaint involved a spinning spiros® closed male luer, red cap. It was reported that the defective spiros are causing disconnects earlier this month. This issue has been ongoing with this product. There was unknown patient involvement and unknown adverse event. The complaint happened on an unspecified date.

Manufacturer narrative:
The reported complaint of the spiros disconnecting could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found throughout section e.